Event description:
This unsolicited case from united states was received on 20-nov-2017 from a nurse. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later after unknown latency had pain, swelling and was unable to stand. Also device malfunction was identified in the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: 7rsl021; expiry date: may-2020) into the left knee. On an unknown date in (B)(6) 2017, after unknown latency the patient had pain, swelling and was unable to stand. The physician on call, advised methylprednisolone (medrol) dose pack, advised ice application, rest and to elevate. Since an unknown date, device malfunction was identified in the reported lot number. Action taken: unknown. Corrective treatment: methylprednisolone dose pack, advised ice, rest and to elevate for unable to stand, pain and swelling. Outcome: unknown for all the events. Seriousness criteria: required intervention for all the events. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Additional information was received on 22-nov-2017. The additional event of device malfunction was added with details. The global ptc number with ptc results was added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi follow-up company comment dated 22-nov-2017: this case concerns a female patient who received synvisc one injection and later was unable to stand and had pain and swelling. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded. Also, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a nurse. This case concerns a 64 year old female patient who received treatment with synvisc one and on the same day her left leg swelled up, had a painful knot" on the back of her knee, it felt like she had flu, had to use crutches to ambulate/could not walk on leg/could not straighten it out, knee was very tight, had pain/left knee pain/pain is 6 on a scale of 1-10/pain is sharp and in whole knee/pain is a 5 on a scale of 1-10/pain dull, swelling/ knee swelled to three times its size, could not bend her leg/could not straighten out my left knee/it was hyperextended, knee got really hot; later after unknown latency was unable to stand, sweating at night and that this seems to be only occurring at night. Also device malfunction was identified in the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. Had a previous knee replacement and 2 heart stents were placed. Concomitant medications included: clopidogrel bisulfate, atorvastatin, atenolol, fenofibrate, acetylsalicylic acid (baby aspirin). On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once for osteoarthritis (batch/lot number: 7rsl021; expiry date: may-2020) into the left knee. On the same day, patient's left leg swelled up to 3 times its size and got really hot. She ran a high fever along with a chills, headache and body aches and stated it felt like she had the flu. Patient could not walk for 2 days and needed crutches to walk around (latency: same day). Knee was very tight and felt like there was a knot behind knee for the next 3 weeks (latency: same day). It felt hyper extended. Patient could not straighten it out and still knee was stiff (latency: same day). She reported that it was really bad all night and the next day, she had to use crutches to ambulate because she could not bend her leg. On an unknown date in nov-2017, after unknown latency the patient had pain, swelling and was unable to stand. The physician on call, advised methylprednisolone (medrol) dose pack, advised ice application, rest and to elevate. She reported that she also noticed a painful knot on the back of her knee. She reported calling the doctor and he prescribed a zpack of steroids to take. She reported that she is still having issues with pain in this left knee and that she has always had issues with the knee locking up. She was also experiencing sweating at night and that this seems to be only occurring at night (onset 2017; latency: unknown). She could not straighten out her left knee for weeks. Since an unknown date, device malfunction was identified in the reported lot number. The patient ambulated without any assistive devices or immobilization. The left knee showed no erythema or ecchymosis. There was some stiffness with flexion and extension. There was no instability with varus/valgus stressing nor with anterior/posterior drawer testing. No significant joint effusion. There was no thigh pain or calf pain. Distally the lower extremity is neurovascularly intact. It was reported that the patient was experiencing issures since synvisc-one injection. The pain was a 6 on a scale of 1-10. It was reported that the pain was as sharp and it was located in the whole knee. It was made worse by walking and standing for long periods of time and it was made better by rest. Patient states that her knee felt like it is hyperextended all the lime. She was getting clicking, catching and popping. Patient reported that patient was at the point where her knee was killing her. Patient denied any numbness or tingling. It was reported that the patient was well developed, well-nourished and in no acute distress. Our patient was alert and oriented times three, was pleasant, cooperative. Sensation, motor function and coordination of the lower extremities were grossly within normal limits. Distal pulses were intact. There was no pilling edema and no palpable lymph nodes in the popliteal space. There was positive lateral joint line tenderness with palpable osteophytes. Valgus deformity was noted that was passively correctable. No significant skin rashes or lesions were noted. Range of motion measured approximately 0 -120 . Strength was grossly 5/5. Sensation to the extremity was grossly intact. Pulses were 2/4 knee effusion was +1. No erythema or warmth was noted in the knee. Crepitance was palpable. There was an antalgic gait with valgus thrust. Hip motion was intact and nonpainful on the extremity examined and there were no radicular findings. Corrective treatment: zpack of steroids, z pack of prednisone for left leg swelled up, a painful knot" on the back of her knee; z pack of prednisone for it felt like I had the flu; medrol dose pack, advised ice, rest and to elevate for unable to stand; had to use crutches for had to use crutches to ambulate/could not walk on leg/could not straighten it out; zpack of prednisone for knee was very tight; medrol dose pack, z pack of prednisone for pain/left knee pain/pain is 6 on a scale of 1-10/pain is sharp and in whole knee/pain is a 5 on a scale of 1-10/pain dull; medrol dose pack, advised ice,z pack of prednisone for swelling/ knee swelled to three times its size; iced knee for knee got really hot; not reported for rest outcome: recovering for swelling/ knee swelled to three times its size and could not bend her leg/could not straighten out my left knee/it was hyperextended; unknown for unable to stand and left leg swelled up; recovered for a painful knot" on the back of her knee, knee got really hot; not recovered for rest of the events seriousness criteria: required intervention for unable to stand, device malfunction, a painful knot" on the back of her knee, it felt like I had the flu, knee was very tight, swelling/ knee swelled to three times its size, left leg swelled up, pain/left knee pain/pain is 6 on a scale of 1-10/pain is sharp and in whole knee/pain is a 5 on a scale of 1-10/pain dull; disability for had to use crutches to ambulate/could not walk on leg/could not straighten it out a pharmaceutical technical complaint (ptc) was initiated with ptc number: 50554 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Additional information was received on 22-nov-2017. The additional event of device malfunction was added with details. The global ptc number with ptc results was added. Clinical course updated. Text was amended accordingly. Follow up was received on 16-dec-2017. No new information was received. Additional information was received on 02-jan-2018 from patient's husband. Events of had to use crutches to ambulate, left leg swelled up, it felt like I had the flu, could not bend her leg/could not straighten out my left knee, a painful knot" on the back of her knee and sweating at night and that this seems to be only occurring at night were added. Suspect information was updated. Clinical course was updated and text amended accordingly. Additional information was received on 06-feb-2018 from the patient. Events of knee got really hot, a painful knot" on the back of her knee, and knee was very tight were added. Event of had to use crutches to ambulate was updated to had to use crutches to ambulate/could not walk on leg/could not straighten it out; event of swelling was updated to swelling/ knee swelled to three times its size; could not bend her leg was updated to could not bend her leg/could not straighten out my left knee/it was hyperextended. Concomitant medications and medical history was added. Clinical course was updated and text amended accordingly. Additional information was received on 01-may-2018 from medical doctor. Verbatim of event pain was updated to pain/left knee pain/pain is 6 on a scale of 1-10/pain is sharp and in whole knee/pain is a 5 on a scale of 1- 10/pain dull. Outcome of event knee got really hot was updated from unknown to recovered. Clinical course was updated. Text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow-up dated 1-may-2018. The follow up received does not change previous case assessment. This case concerns a female patient who received synvisc one injection and later was unable to stand, had to use crutches to ambulate, left leg swelled up, and had pain and swelling. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded. Also, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection.

Event description:
This unsolicited case from united states was received on 20-nov-2017 from a nurse. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and on the same day her left leg swelled up, it felt like she had flu; later after unknown latency had pain, swelling, had to use crutches to ambulate, could not bend her leg/could not straighten out my left knee, had a painful knot" on the back of her knee, there was sweating at night and that this seemed to be only occurring at night and was unable to stand. Also device malfunction was identified in the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once for osteoarthritis (batch/lot number: 7rsl021; expiry date: may-2020) into the left knee. On the same day, patient's left leg swelled up and she ran a high fever along with a headache and body aches and stated it felt like she had the flu. She reported that it was really bad all night and the next day, she had to use crutches to ambulate because she could not bend her leg (onset 2017; latency: unknown for both). On an unknown date in (B)(6) 2017, after unknown latency the patient had pain, swelling and was unable to stand. The physician on call, advised methylprednisolone (medrol) dose pack, advised ice application, rest and to elevate. She reported that she also noticed a painful knot on the back of her knee. She reported calling the doctor and he prescribed a zpack of steroids to take. She reported that she is still having issues with pain in this left knee and that she has always had issues with the knee locking up. She was also experiencing sweating at night and that this seems to be only occurring at night (onset 2017; latency: unknown). She could not straighten out her left knee for weeks. Since an unknown date, device malfunction was identified in the reported lot number. Action taken: unknown corrective treatment: methylprednisolone dose pack, advised ice, rest and to elevate for unable to stand, pain and swelling; had to use crutches for had to use crutches to ambulate; zpack of steroids for left leg swelled up and a painful knot" on the back of her knee; not reported for others outcome: not recovered for had to use crutches to ambulate, it felt like I had the flu a painful knot" on the back of her knee and sweating at night and that this seems to be only occurring at night; recovering for could not bend her leg/could not straighten out my left knee, swelling, pain; unknown for all other events. Seriousness criteria: required intervention for unable to stand, device malfunction, left leg swelled up, pain; disability for had to use crutches to ambulate a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Additional information was received on 22-nov-2017. The additional event of device malfunction was added with details. The global ptc number with ptc results was added. Clinical course updated. Text was amended accordingly. Follow up was received on 16-dec-2017. No new information was received. Additional information was received on 02-jan-2018 from patient's husband. Events of had to use crutches to ambulate, left leg swelled up, it felt like I had the flu, could not bend her leg/could not straighten out my left knee, a painful knot" on the back of her knee and sweating at night and that this seems to be only occurring at night were added. Suspect information was updated. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow-up dated 02-jan-2018: this case concerns a female patient who received synvisc one injection and later was unable to stand, had to use crutches to ambulate, left leg swelled up, and had pain and swelling. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded. Also, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection.

Event description:
This unsolicited case from united states was received on 20-nov-2017 from a nurse. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and on the same day her left leg swelled up, had a painful knot" on the back of her knee, it felt like she had flu, had to use crutches to ambulate/could not walk on leg/could not straighten it out, knee was very tight, had pain, swelling/ knee swelled to three times its size, could not bend her leg/could not straighten out my left knee/ it was hyperextended, knee got really hot; later after unknown latency was unable to stand, sweating at night and that this seems to be only occurring at night. Also device malfunction was identified in the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. Had a previous knee replacement and 2 heart stents were placed. Concomitant medications included: clopidogrel bisulfate, atorvastatin, atenolol, fenofibrate, acetylsalicylic acid (baby aspirin). On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once for osteoarthritis (batch/lot number: 7rsl021; expiry date: may-2020) into the left knee. On the same day, patient's left leg swelled up to 3 times its size and got really hot. She ran a high fever along with a chills, headache and body aches and stated it felt like she had the flu. Patient could not walk for 2 days and needed crutches to walk around (latency: same day). Knee was very tight and felt like there was a knot behind knee for the next 3 weeks (latency: same day). It felt hyper extended. Patient could not straighten it out and still knee was stiff (latency: same day). She reported that it was really bad all night and the next day, she had to use crutches to ambulate because she could not bend her leg. On an unknown date in (B)(6) 2017, after unknown latency the patient had pain, swelling and was unable to stand. The physician on call, advised methylprednisolone (medrol) dose pack, advised ice application, rest and to elevate. She reported that she also noticed a painful knot on the back of her knee. She reported calling the doctor and he prescribed a zpack of steroids to take. She reported that she is still having issues with pain in this left knee and that she has always had issues with the knee locking up. She was also experiencing sweating at night and that this seems to be only occurring at night (onset 2017; latency: unknown). She could not straighten out her left knee for weeks. Since an unknown date, device malfunction was identified in the reported lot number. Corrective treatment: zpack of steroids, z pack of prednisone for left leg swelled up, a painful knot" on the back of her knee; z pack of prednisone for it felt like I had the flu; medrol dose pack, advised ice, rest and to elevate for unable to stand; had to use crutches for had to use crutches to ambulate/could not walk on leg/could not straighten it out; zpack of prednisone for knee was very tight; medrol dose pack, z pack of prednisone for pain; medrol dose pack, advised ice,z pack of prednisone for swelling/ knee swelled to three times its size; iced knee for knee got really hot; not reported for rest outcome: recovering for swelling/ knee swelled to three times its size and could not bend her leg/could not straighten out my left knee/it was hyperextended; unknown for knee got really hot, unable to stand and left leg swelled up; recovered for a painful knot" on the back of her knee; not recovered for rest of the events seriousness criteria: required intervention for unable to stand, device malfunction, a painful knot" on the back of her knee, it felt like I had the flu, knee was very tight, swelling/ knee swelled to three times its size, left leg swelled up, pain; disability for had to use crutches to ambulate/could not walk on leg/could not straighten it out. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Additional information was received on 22-nov-2017. The additional event of device malfunction was added with details. The global ptc number with ptc results was added. Clinical course updated. Text was amended accordingly. Follow up was received on 16-dec-2017. No new information was received. Additional information was received on 02-jan-2018 from patient's husband. Events of had to use crutches to ambulate, left leg swelled up, it felt like I had the flu, could not bend her leg/could not straighten out my left knee, a painful knot" on the back of her knee and sweating at night and that this seems to be only occurring at night were added. Suspect information was updated. Clinical course was updated and text amended accordingly. Additional information was received on 06-feb-2018 from the patient. Events of knee got really hot, a painful knot" on the back of her knee, and knee was very tight were added. Event of had to use crutches to ambulate was updated to had to use crutches to ambulate/could not walk on leg/could not straighten it out; event of swelling was updated to swelling/ knee swelled to three times its size; could not bend her leg was updated to could not bend her leg/could not straighten out my left knee/it was hyperextended. Concomitant medications and medical history was added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow-up dated 6-feb-2018. The follow up received does not change previous case assessment. This case concerns a female patient who received synvisc one injection and later was unable to stand, had to use crutches to ambulate, left leg swelled up, and had pain and swelling. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded. Also, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection.

Event description:
This unsolicited case from united states was received on 20-nov-2017 from a nurse. This case concerns a (B)(6) female patient who received treatment with synvisc one and later after unknown latency had pain, swelling and was unable to stand. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: 7rsl021; expiry date: may-2020) into the left knee. On an unknown date in (B)(6) 2017, after unknown latency the patient had pain, swelling and was unable to stand. The physician on call, advised methylprednisolone (medrol) dose pack, advised ice application, rest and to elevate. Action taken: unknown. Corrective treatment: methylprednisolone dose pack, advised ice, rest and to elevate for all the events. Outcome: unknown for all the events. Seriousness criteria: required intervention for all the events a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Pharmacovigilance comment: sanofi company comment dated 29-nov-2017: this case concerns a female patient who received synvisc one injection and later was unable to stand. Based upon available information, causal role of suspect product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.